Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump got a blank display. The blood glucose level was 138 mg/dl. Customer¿s mother stated that display did not return after the insulin pump restart. Customer¿s mother stated that there was water in the battery compartment. The product will return for the analysis.